Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that a calibration error was received and that she experienced blood glucose versus sensor glucose differences. Customer indicated that the sensor glucose was 70 mg/dl and blood glucose was 205 mg/dl. Troubleshooting found that the cannula was bent and that the customer has issues with removing the needle from the sensor. The customer declined to troubleshoot any of the above referenced issues as she did not have time to speak further. No further information provided.